Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the critical pump error alarm during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to critical pump error. Pump history files and traces successfully downloaded using thump. Pump error 40 was found in the history file [(B)(6) 2025 at 10:01] due to a software error according to the software team. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic assembly or motor. The following were noted during visual inspection: scratched case, missing display window/cover, cracked case (battery tube) and pillowing keypad overlay critical pump error was confirmed during analysis and was triggered by the pump error 40 alarm. Pump error 40 confirmed during analysis due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 40 (motor safety circuit failed test). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump performed safety checks an other critical pump error was found. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.